Event description:
Customer reported a cartridge alarm issue with the pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Customer planned to use multiple daily injections and continue with the current pump as a backup therapy.